Event description:
I bought comfort lining which is a denture adhesive. They do not label their ingredients that they are using and will tell me what is in the product. I don't know if I am using anything that is carcinogenic or not. Is the product over-the-counter: yes. How was it taken or used: topical.